Event description:
Falsely depressed urea nitrogen (bun) results were obtained on two patient samples. The result was not reported to the physician. The samples were repeated after qc results were found to be out of range depressed. Higher repeat results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the falsely depressed urea nitrogen (bun) results. There was no report of adverse health consequences as a result of the depressed urea nitrogen (bun) results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed urea nitrogen results is unknown. The siemens healthcare diagnostics inc. Technical service center representative directed the customer to routine troubleshooting measures and replacement of the reagent cartridge well which resolved the qc and patient sample issue. The instrument is performing within specifications. No further evaluation of the device is required.